Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a safety valve open error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found in the logs circuit disconnects and occlusions, causing the safety valve to open. Reportedly, the se and respiratory therapy manager evaluated the patient circuit and stated "we believe the occlusion was caused by saturation of the exhalation filters". It was also reported that "possibly the in line filter was not changed out after running aerogen". The se performed calibrations and extended self-testing on the device and all tests passed.